Manufacturer narrative:
Device 1 of 2. D4: it was mentioned that convafoam border dressing was used on patient. However, it is unclear what convafoam border dressing was actually used. Therefore, the nearest model number 423260 has been captured in the emdr. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 1309069.

Event description:
The company representative reported that the unknown number of foam dressings from unknown number of market units (mkus), had aggressive adhesive issue which led to deroofing of patient's intact skin on various areas of their body. She mentioned that the facility used a skin barrier wipe but brand unknown and also shared that company's unknown foam dressing should not be used with barrier wipe. She did not know how long dressings were in place and if any adhesive removers were used. No photo is available at this time.